Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she received a higher reading on her adc blood glucose meter in comparison to a friend's meter. The customer reported that on (B)(6) 2016 at 6:30 am she woke up "feeling a little dizzy, weak in the legs, couldn't stand and tried but almost fell to the floor." She said she "didn't know what she was doing, and her friend told her she sounded drunk." Customer tested with her adc meter at 6:31 am with a result of 89 mg/dl. At 6:35 am she tested with her friend's freestyle meter with a result of 36 mg/dl. Customer reported she knew her blood sugar was low, and tried to find her glucose tablets, without success. Her friend, who is a nurse, gave her a glass of milk and some cookies to raise her blood sugar level. Customer further reported within an hour she ate eggs and toast. She did not go to the hospital because she was feeling better.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.